Event description:
It was reported the device had ¿very high impedances¿. It was reported that the event resulted in prolonged existing hospitalization. It was reported the event was resolved without sequelae on (B)(6) 2014 and that the dystonia symptoms were decreased. It was reported that the patient underwent surgical revision on (B)(6) 2014 due to ¿very high impedances¿. It was reported that the event was related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the surgical revision included a system connection check. Additional information reported the etiology was related to the adaptor. The event was noted as related to device or therapy and possible related to implant procedure. Additional information reported the event resolved without sequelae (B)(6), 2014.

Manufacturer narrative:
Other applicable components are: product ID neu_adaptor_acc lot# unknown implanted:(B)(6)2002 explanted: (B)(6)2014 product type accessory if information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID (B)(4) lot# unknown: explanted: (B)(4) 2014. Product type unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the adaptor was removed on (B)(6) 2014. An intraoperative interrogation report confirmed that all components contained normal impedance values. No further complications were reported/anticipated.